Event description:
Asr revision reported via sales rep; asr xl; left; reason(s) for revision : pain / elevated cocr levels / fluid. The head and sleeve were revised whist the cup and stem remain in situ. Update added unknown cup as advised will still need to be reported due to the increased metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 08/05/2014 - litigation papers received. Litigation alleges loosening, instability, discomfort, inflammation, lack of mobility, extreme fatigue, indigestion, nausea and vomiting, and a metallic taste in patient's mouth. Invoice was found and part/lot for cup is being updated. There is no new additional information that would affect the investigation. The complaint was updated on: 08/19/2014.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd 5/19/2015: medical records received from legal. Patient revised to address adverse local tissue response and elevated metal ion levels (co 25). Upon revision, yellowish-brown opaque fluid and corrosion on the trunnion were noted. The stem remained in situ. The stem is being added to the complaint.